Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggest a leakage of inotrope was observed from the smartsite during an infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leakage from a smartsite was confirmed. Functional testing observed fluid to be leaking from the smartsite® component. A visual inspection noted that the smartsite® was oval in shape. The root cause of this issue is exposure of the smartsite needle-free valve to an external heat source that brings the component temperature to above 62°c. A review of the manufacturing process, storage conditions, and sterilization process has not found any potential cause for this level of excess heat.